Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Both haptics and optic damage were observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge. A handpiece and two viscoelastics were indicated; only one is qualified for the lens/cartridge combination used. The cartridge and handpiece product history records could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause may be related to a failure to follow the dfu. An unapproved viscoelastic was indicated as being used by the customer. Due to varying material properties, the use of unapproved viscoelastic may result in lens delivery difficulties or product damage. There were no other similar complaints in this lot number. Additional information was requested. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a lens was brittle and when being inserted in the patient's eye, it did not "flow" in as it should. The doctor was removing it and the haptic broke off during removal. He removed it and used another lens. Additional information was received from the surgeon that the lens emerged from the injector incorrectly causing a capsular rupture. The wound was enlarged to 6mm to remove the lens. Two sutures were required to close the wound.